Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the size of the needle used? According to the feedback of the sales representative, all the above answers are unknown. Was more than half the needle retained in the patient? Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? Was the procedure completed successfully? Was there any adverse patient outcome? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a dental procedure on 04/05/2022 and suture was used. During the procedure, it was reported that the needle broke when sewing in extraction of impacted teeth. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.